Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.1. Hardware: iphone12.1. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia ,heart racing, nausea, vomiting, fatigue and thirst. The patient reports after dinner their blood glucose level had rose to 400 mg/dl and the following morning their blood glucose level was 350 mg/dl. After delivering a correction bolus the patients blood glucose level had not decreased. The patient had gone to the hospital emergency room. The patient was admitted to the intermediate care ward. The patient was treated with intravenous fluids as well as well as intravenous long lasting and short lasting insulin. The patient was discharged from the hospital the following day.